Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/16/2015. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for re-operation: "rippling", ¿it looks like waves", concern with the product, nodules in chest cavity, pain and the implant looks deflated.

Event description:
Patient reported right side "rippling", ¿it looks like waves", concern with the product, nodules in chest cavity, pain and the implant looks "deflated". Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ visibility/palpability: unable to observe as it is a medical event not related to the device. ¿ pain: unable to observe as it is a medical event not related to the device ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. ¿ lump/nodule: unable to observe as it is a medical event not related to the device. ¿ wrinkling: no observed wrinkling on the device. ¿ rupture: no observed openings on the device. Additional observations: ¿ observed deformation on the device. ¿ yellow particles observed in the surface of the shell. No further actions are required as the device was implanted.

Event description:
Patient reported right side "rippling", ¿it looks like waves", concern with the product, nodules in chest cavity, pain and the implant looks "deflated".device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Device has been explanted.